Manufacturer narrative:
One device was received for investigation. Both tamper seals were broken. Visual inspection noted: top case corners chipped, right plunger case broken off with missing internal plastic plunger parts, bottom case cracked by l-bracket and gasket damaged, power cord is falling apart. Functional testing could not duplicate 'force sensor bridge test' at power up. However, the force sensor was out of spec, confirming the complaint. The force count was 185 (should be in 30s) and value was 3.59lb with no pressure applied. Root cause was attributed to the force sensor and plunger cable no longer operating properly due to normal wear. Impact was also suspected. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history report (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. Replaced force sensor and plunger cable. Replaced plunger case assembly. Performed power up process, preventative maintenance (pm) and all functional tests which passed., corrected data: health effects - health impact code corrected.

Event description:
It was reported that the device exhibited a force sensor bridge test error and a broken syringe plunger driver.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.